Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with three posterior leaflets with indentations, thin leaflets, and chordae. A triclip steerable guide catheter (tsgc) was inserted, but a lot of resistance occurred while advancing. Two triclip xtw clips were inserted and implanted on the tricuspid valve without issues. A third clip, a triclip xtw (51217r10) was inserted and advanced to the right ventricle (rv) and grasping was performed. However, the clip was unable to grasp the leaflets and became caught in chordae. Troubleshooting was performed, and the clip was able to be removed from chordae. However, a small chordae rupture at the posterior leaflet was observed. The clip was then removed from the patient. The procedure was discontinued, and tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to remove from the anatomy (clip becoming caught chordae) resulting in unspecified tissue injury appears to be related to procedural conditions. Additionally, tissue injury, as listed in the eifu, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with three posterior leaflets with indentations, thin leaflets, and chordae. A triclip steerable guide catheter (tsgc) was inserted, but a lot of resistance occurred while advancing. Two triclip xtw clips were inserted and implanted on the tricuspid valve without issues. A third clip, a triclip xtw (51217r10) was inserted and advanced to the right ventricle (rv) and grasping was performed. However, the clip was unable to grasp the leaflets and became caught in chordae. Troubleshooting was performed, and the clip was able to be removed from chordae. However, a small chordae rupture at the posterior leaflet was observed. The clip was then removed from the patient. The procedure was discontinued, and tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.